Event description:
It was reported that a spectrum pump does not recognize an open door during unspecified process step. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During functional testing, an door sensor malfunction was not reproduced. Evaluation observed and found that all of the pump switches functioned normally with no issues. Troubleshooting the device revealed no hardware or software abnormalities that would induce the reported allegation. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was not verified. No correction is required. Should additional relevant information become available, a supplemental report will be submitted.